Event description:
It was reported that during a cardiac catheterization procedure, the shaft detached from the collar. The target lesion was located in the heart. This guidezilla guide extension catheter was selected; however, the guidezilla shaft detached from the collar. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned complaint device revealed a guidezilla guide extension catheter in two (2) pieces. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. A microscopic examination of the distal shaft revealed numerous kinks. A microscopic examination revealed a complete separation at the collar/proximal shaft bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a cardiac catheterization procedure, the shaft detached from the collar. The target lesion was located in the heart. This guidezilla guide extension catheter was selected; however, the guidezilla shaft detached from the collar. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).